Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parents reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level was 700 mg/dl at the time of hospitalization. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin did not exit. Based on customer¿s report customer did allege pump was under delivering. It was unknown that auto mode was used or not. Troubleshooting were completed for the high blood glucose. The device will be returned for analysis.